Event description:
It was reported that the asymptomatic patient was in clinic for a normal follow up. Noise was noted on the lead and was reproducible. The physician elected to explant and replace the lead. The patient was fine after the event.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 44.2-44.4cm and 44.6-44.8cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 11.5-12.7cm, 20.6-20.9cm, 31.0-32.3cm, and 36.1-36.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 6.0-6.3cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 27.8-28.2cm and 29.7-29.8cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 29.3-29.4cm from the distal tip. The etfe coating was abraded at this location, consistent with the field observations of noise and oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.